Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the patient became aphasic and experienced a stroke. The patient presented at the hospital with emergent symptoms suggestive of a myocardial infarction. Treatment included right and left coronary angiograms and catheterization, a thrombectomy and balloon angioplasty. During the procedure, a filterwire ez was utilized. When the retrieval sheath was inserted to remove the filterwire, the sheath was unable to pass over the filterwire despite multiple attempts. To achieve retrieval of the filterwire ez, the physician had to withdraw the filterwire from the patient in an expanded position. Immediately upon removal of the filterwire, the patient became aphasic and experienced a stroke.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)